Manufacturer narrative:
Result: there was no visible damage to the apollo wand (wand). The wand was connected, without an issue, to a demonstration apollo system and tested. The wand was able to irrigate and vibrate, but not aspirate. Conclusion: evaluation of the returned device confirmed that the wand was clogged. This type of problem typically occurs when the device is used without vibration and irrigation. If attempts were made during the procedure to remove clots using aspiration only, and foregoing the use of vibration and irrigation, it is likely that clogging would occur. The apollo wand is 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery using an apollo wand (wand). During the procedure, the wand became clogged. Therefore, the wand was removed and the procedure continued using a new wand. There was no report of an adverse effect to the patient.